Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 26-year-old female patient who had essure (batch no. B71772, c35387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, dysfunctional uterine bleeding, depression, diabetes mellitus, urinary incontinence, uterine bleeding and sleep problem. Previously administered products included for an unreported indication: medroxyprogesterone, norco and premarin. Concomitant products included ibuprofen since (B)(6) 2015, metformin since 2016, naproxen sodium (aleve) since 2013, naproxen from 2013 to 2017, oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2018 and paracetamol (tylenol) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On 1-dec-2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 8 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On (B)(6) 2015, the patient experienced migraine ("migranes / headaches"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced scar ("post essure removal scar"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, vaginal haemorrhage, menorrhagia, fatigue, migraine, dysmenorrhoea, dyspareunia and scar outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, scar and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Batch no :b71772 mfg dt: 19sep2013, exp dt: 30sep2016. Batch no: c35387 , mfg dt: 11mar2014, exp dt: 31mar2017. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) year old female patient who had essure (batch no. B71772, c35387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, dysfunctional uterine bleeding, depression, diabetes mellitus, urinary incontinence, uterine bleeding and sleep problem. Previously administered products included for an unreported indication: medroxyprogesterone, norco and premarin. Concomitant products included ibuprofen since (B)(6) 2015, metformin since 2016, naproxen sodium (aleve) since 2013, naproxen from 2013 to 2017, oxycodone hydrochloride;oxycodone terephthalate;paracetamol (percocet) since april 2018 and paracetamol (tylenol) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 8 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On (B)(6) 2015, the patient experienced migraine ("migranes/headaches") and headache ("migranes/headaches"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced scar ("post essure removal scar"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, vaginal haemorrhage, menorrhagia, fatigue, migraine, headache, dysmenorrhoea, dyspareunia and scar outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, scar and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received: lot no.'s were added. New events, "abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines / headaches, abdominal pain, back pain, other injuries or complications: post essure removal scar" were added. Onset dates of events were added. Patient's information was updated. New reporter contact information was added. Patient's demographics were added. Product information was updated. Concomitant conditions were added. Concomitant medications were added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 26-year-old female patient who had essure (batch no. B71772, c35387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, dysfunctional uterine bleeding, depression, diabetes mellitus, urinary incontinence, uterine bleeding and sleep problem. Previously administered products included for an unreported indication: medroxyprogesterone, norco and premarin. Concomitant products included ibuprofen since (B)(6)2015, metformin since 2016, naproxen sodium (aleve) since 2013, naproxen from 2013 to 2017, oxycodone hydrochloride;paracetamol (percocet) since (B)(6)2018 and paracetamol (tylenol) since (B)(6)2015. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 8 days after insertion of essure. On (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On (B)(6)2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On (B)(6)2015, the patient experienced migraine ("migranes / headaches"). In (B)(6)2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced scar ("post essure removal scar") and pelvic pain ("chronic, pelvic pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain, back pain, vaginal haemorrhage, menorrhagia, fatigue, migraine, dysmenorrhoea, dyspareunia, scar and pelvic pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, scar and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2017: total bilateral occlusion. Batch no :b71772 mfg dt: 19sep2013, exp dt: 30sep2016. Batch no: c35387 , mfg dt: 11mar2014, exp dt: 31mar2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. New event: pelvic pain added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.